Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust insulin delivery. A system check was performed and pump was found to be working as intended. Customer's blood glucose (bg) was 54 mg/dl. Customer was given carbohydrates by daughter as customer was incapable of treating bg by themselves.